Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was occluded the following information was received by the initial reporter with the following verbatim verbatim: amino acid tubing found to be occluded part way through patient infusion, unable to resume infusion without replacing the tubing which is not best practice.

Event description:
Sample.

Manufacturer narrative:
Investigation summary: one used infusion tubing set was received and tested by our quality team with the customer's complaint of flow issues/ fluid blockage. The set was primed and infused with saline and though there was an initial blockage, the set regained function and performed as normal with no issues after blockage was cleared. The complaint has been verified but the root cause of the issue is unknown due to the set regaining function. A device history record review for model 10010454 lot number 24115147 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06nov2024. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.